Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. The customer's blood glucose level was impacted between 200-300 mg/dl. It was indicated that the customer did not check for ketones but stated that may have some present. During troubleshooting with tandem technical support, the customer was able to reload a cartridge onto the pump and resume insulin delivery.